Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure "e216 scope communicaiton error" was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the user request was confirmed noise with e216 which is most likely traced due to a component failure. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed an e216 scope communication error. The event occurred during setup. There were no reports of patient harm.